Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/31/2020. Event date unk. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the surgeon¿s experience with device? What was the anatomical location of firing? What stapler was used with the reported reloads? What is meant by the devices locked out? How far did they cut and staple? What was the reason for converting to a thoracotomy? Please confirm lot number of gst60g. What is the current patient status?

Event description:
It was reported that in the surgery of the patient, to which a segmental lobectomy was performed, surgeon asks for two staplers and reloads to cut the tissue, one green and one gold. When surgeon fires the guns, the first device with gold refill and the second device with green refill, the devices locked and both the first refill and the second refill are fired in half, stapling the tissue but not completing it. Therefore, it was necessary to perform a thoracotomy on the patient.